Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image blacked out during angulation. Also, evaluation found the insertion tube was crushed with bites throughout causing damage to the charged coupled device (ccd) and angulation was reduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis exera iii bronchovideoscope went black. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image black out issue could not be determined, however, the issue was likely due to a damaged charged-coupled device (ccd) unit due to physical stress applied to the insertion tube during user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: -inspection of the endoscopic image ¿-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.